Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was a retained fragment/ there was a small piece of approximately 3mm of coil that was remained on the right side'), embedded device ('additional portion of embedded silver to gray-colored metal wire') and menorrhagia ('bleeding menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spotting vaginal, pregnancy test negative and pap smear abnormal. Previously administered products included for an unreported indication: provera. On (B)(6) 2014, the patient had essure inserted. In 2018, the patient experienced joint stiffness ("knees are stiff and sore"), arthralgia ("knees are stiff and sore") and gait disturbance ("can barely walk on it for a few minutes until I get it going"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (painful sexual intercourse)"), dermatitis allergic ("allergy rash/skin condition"), fatigue ("fatigue"), visual impairment ("vision problems"), alopecia ("hair loss, hair is thinning"), vulvovaginal candidiasis ("candida growth"), vaginal haemorrhage ("constantly spotting"), vision blurred ("blurred vision"), feeling abnormal ("brain fog") and abdominal distension ("bloated") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and tubes removed). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, menorrhagia, dysmenorrhoea, dermatitis allergic, fatigue, visual impairment, weight increased, alopecia, joint stiffness, arthralgia, gait disturbance, vulvovaginal candidiasis, vaginal haemorrhage, vision blurred, feeling abnormal and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, dermatitis allergic, device breakage, dysmenorrhoea, embedded device, fatigue, feeling abnormal, gait disturbance, joint stiffness, menorrhagia, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: date of essure insertion is reported as (B)(6) 2014 and (B)(6) 2015 plaintiff received treatment for pain, dysmenorrhea (painful sexual intercourse), bleeding menorrhagia (heavy menstrual bleeding), rash/skin condition, essure removed: scheduled. Over the past few month especially I have notices my knees are stiff and sore. My left knee is worse, when I sit with legs folded on the couch when I get up I can barely walk on it for a few minutes until I get it going. Never have I had it any of these problems before, I have not spoken to my doctor yet. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: confirmation test was done (discrepancy noted in date). Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded device, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: medical record received: medical history, reporter information were added. Patient's date of birth was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was a retained fragment/ there was a small piece of approximately 3mm of coil that was remained on the right side'), embedded device ('additional portion of embedded silver to gray-colored metal wire') and menorrhagia ('bleeding menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2018, the patient experienced joint stiffness ("knees are stiff and sore"), arthralgia ("knees are stiff and sore") and gait disturbance ("can barely walk on it for a few minutes until I get it going"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (painful sexual intercourse)"), dermatitis allergic ("allergy rash/skin condition"), fatigue ("fatigue"), visual impairment ("vision problems"), alopecia ("hair loss, hair is thinning"), vulvovaginal candidiasis ("candida growth"), vaginal haemorrhage ("constantly spotting"), vision blurred ("blurred vision"), feeling abnormal ("brain fog") and abdominal distension ("bloated") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and tubes removed). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, menorrhagia, dysmenorrhoea, dermatitis allergic, fatigue, visual impairment, weight increased, alopecia, joint stiffness, arthralgia, gait disturbance, vulvovaginal candidiasis, vaginal haemorrhage, vision blurred, feeling abnormal and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, dermatitis allergic, device breakage, dysmenorrhoea, embedded device, fatigue, feeling abnormal, gait disturbance, joint stiffness, menorrhagia, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: date of essure insertion is reported as (B)(6) 2014 and (B)(6) 2015 plaintiff received treatment for pain, dysmenorrhea (painful sexual intercourse), bleeding menorrhagia (heavy menstrual bleeding), rash/skin condition, essure removed: scheduled. Over the past few month especially I have notices my knees are stiff and sore. My left knee is worse, when I sit with legs folded on the couch when I get up I can barely walk on it for a few minutes until I get it going. Never have I had it any of these problems before, I have not spoken to my doctor yet. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: confirmation test was done (discrepancy noted in date). Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded device, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was a retained fragment/ there was a small piece of approximately 3mm of coil that was remained on the right side'), embedded device ('additional portion of embedded silver to gray-colored metal wire') and menorrhagia ('bleeding menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2018, the patient experienced joint stiffness ("knees are stiff and sore"), arthralgia ("knees are stiff and sore") and gait disturbance ("can barely walk on it for a few minutes until I get it going"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (painful sexual intercourse)"), dermatitis allergic ("allergy rash/skin condition"), fatigue ("fatigue"), visual impairment ("vision problems"), alopecia ("hair loss, hair is thinning"), vulvovaginal candidiasis ("candida growth"), vaginal haemorrhage ("constantly spotting"), vision blurred ("blurred vision"), feeling abnormal ("brain fog") and abdominal distension ("bloated") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and tubes removed). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, menorrhagia, dysmenorrhoea, dermatitis allergic, fatigue, visual impairment, weight increased, alopecia, joint stiffness, arthralgia, gait disturbance, vulvovaginal candidiasis, vaginal haemorrhage, vision blurred, feeling abnormal and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, dermatitis allergic, device breakage, dysmenorrhoea, embedded device, fatigue, feeling abnormal, gait disturbance, joint stiffness, menorrhagia, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: date of essure insertion is reported as (B)(6) 2014 and (B)(6) 2015 plaintiff received treatment for pain, dysmenorrhea (painful sexual intercourse), bleeding menorrhagia (heavy menstrual bleeding), rash/skin condition, essure removed: scheduled. Over the past few month especially I have notices my knees are stiff and sore. My left knee is worse, when I sit with legs folded on the couch when I get up I can barely walk on it for a few minutes until I get it going. Never have I had it any of these problems before, I have not spoken to my doctor yet. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: confirmation test was done (discrepancy noted in date). Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded device, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-nov-2020: medical record received. Events there was a retained fragment, additional portion of embedded silver to gray-colored metal wire and reporters information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2018, the patient experienced joint stiffness ("knees are stiff and sore"), arthralgia ("knees are stiff and sore") and gait disturbance ("can barely walk on it for a few minutes until I get it going"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (painful sexual intercourse)"), dermatitis allergic ("allergy rash/skin condition"), fatigue ("fatigue"), visual impairment ("vision problems"), alopecia ("hair loss, hair is thinning"), vulvovaginal candidiasis ("candida growth"), vaginal haemorrhage ("constantly spotting"), vision blurred ("blurred vision"), feeling abnormal ("brain fog") and abdominal distension ("bloated") and was found to have weight increased ("weight gain"). The patient was treated with surgery (tubes removed). Essure was removed. At the time of the report, the menorrhagia, dysmenorrhoea, dermatitis allergic, fatigue, visual impairment, weight increased, alopecia, joint stiffness, arthralgia, gait disturbance, vulvovaginal candidiasis, vaginal haemorrhage, vision blurred, feeling abnormal and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, dermatitis allergic, dysmenorrhoea, fatigue, feeling abnormal, gait disturbance, joint stiffness, menorrhagia, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: date of essure insertion is reported as (B)(6) 2014 and (B)(6) 2015 plaintiff received treatment for pain, dysmenorrhea (painful sexual intercourse), bleeding menorrhagia (heavy menstrual bleeding), rash/skin condition, essure removed: scheduled. Over the past few month especially I have notices my knees are stiff and sore. My left knee is worse, when I sit with legs folded on the couch when I get up I can barely walk on it for a few minutes until I get it going. Never have I had it any of these problems before, I have not spoken to my doctor yet. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: confirmation test was done (discrepancy noted in date). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event added candida infection. Reporter was added. On 23-mar-2020: social media received- case become incident. Removal detail was added. Reporter was added. On 23-mar-2020: social media received. Reporter added. Event constantly spotting, blurred vision, brain fog, bloated added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.